Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va1u734, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 3389s-40. Lot# va1u734. Implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that after having IV fluids for 6 weeks and then oral antibiotics for another 6 weeks, the infection resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va1u734, implanted: (B)(6) 2018, explanted: (B)(6) 2019-, product type: lead. Product ID: 3389s-40, lot# va1u734, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 02-jul-2021, UDI#:(B)(4) ; product ID: 3389s-40, serial/lot #: (B)(4), ubd: 02-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for parkinson's disease and movement disorders it was reported that two leads were removed and replaced due to an infection.